Event description:
The patient reported directly to align the following symptoms: dislocated jaw, jaw pain and swelling, shattered tmj joint, which required multiple tmj surgeries and resulted in a bacterial infection, bite issues, and continued jaw pain. The patient reported requiring medications for the bacterial (staph) infection, botox and physical therapy for tmj pain, in addition to the reported tmj surgeries and visits to the oral surgeon. The patient reported discontinuing the use of the aligners (date unknown).

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - in rare instances, problems in the temporo-mandibular joint (temporo-mandibular disorder (tmd)) may result in joint pain, headaches, or ear problems. During forward posturing and vertical changes with mandibular advancement features, problems in the temporo-mandibular joint may be exacerbated" and "the bite may change during treatment; this may result in temporary patient discomfort" and "at the end of treatment, the bite may require adjustment by the doctor". No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the patient reported requiring surgical intervention to alleviate the reported tmj symptoms (serious injury), and the invisalign system aligners were being used.